Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast augmentation with a 340cc mentor memorygel breast implant on both sides and experienced left-sided rupture postoperatively. Since the patient wanted to have larger breast implants and was concerned of left-sided anisomastia (sagging breast), the patient underwent bilateral removal and replacement with two 500cc mentor memorygel breast implant prostheses (catalog #: 3505001bc, left serial #: (B)(4), right serial #:(B)(4)) on (B)(6) 2022. Upon explantation, the left-sided device was found to be ruptured. On (B)(6) 2022, mentor became aware that patient also experienced bilateral ptosis. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold and the nipple points downward. Augmentation alone, without consideration of the ptosis can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right ptosis. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).